Event description:
It was reported that a user experienced failure of the dexcom g7 continuous glucose monitor to pair with the ilet, resulting in an inability for the ilet to receive glucose data; troubleshooting included instructing the user to toggle the cgm type between g6 and g7 and to reenter the sensor code. Symptoms included no glucose readings available to the ilet. Outcomes included interruption of automated insulin dosing due to loss of cgm data. Investigation included technical support review and user-guided troubleshooting steps. Investigation of this case revealed a communication or configuration issue during cgm pairing that was addressed through reconfiguration steps. It was concluded that the event involved a pairing failure between the cgm and the ilet, with no injury reported.